Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms beginning approximately one year ago. All other lead measurements were reported to be stable and within normal limits. It was reported that the patient had been lost to follow up. Boston scientific technical services (ts) discussed troubleshooting options. This crt-d remains in service and the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. The lead was severed in two segments at 14 cm from the is-1 terminal pin. Also, the lead being severed was felt to be induced damage. Set screw mark was noted on all terminal connectors. Visual inspection revealed calcified body fluid (calcification) covering over proximal and distal shocking coils. This lead passed the resistance measurement test. Product analysis information indicates that the field observation was confirmed through analysis.